Manufacturer narrative:
Investigation is ongoing. Device not available.

Event description:
Per the field clinical specialist (fcs), approximately 5 years and 3 months post tavr procedure of a 29mm sapien 3 in the aortic position via transfemoral approach, the patient now presented with aortic stenosis (hemodynamic gradient of 40mmhg) and moderate/severe paravalvular leak (pvl). The operator implanted a 23mm sapien ultra with post dilation of +2. The operator was happy with the result. Patient stable.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation findings and investigation conclusions and added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 ultra valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU commander delivery system with s3 thv and no IFU/training deficiencies were identified. The IFU provides information regarding potential adverse events. Additional potential risks associated with the valve, delivery system and/or accessories include: valve stenosis, structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), device degeneration and paravalvular or transvalvular leak. While edwards durability testing of the sapien 3 valve meets and exceeds current iso standard and FDA guidance for bioprothesis valve durability requirement (200 million cycles of accelerated wear testing (awt), which is equivalent to 5 years of durability), bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprothesis heart valves (per IFU). With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve, and are not considered a device malfunction; therefore, it is not included in the risk management file. The complaint for degeneration/deterioration was unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. For this case, a sapien 3 ultra valve was later deployed within the implanted sapien 3 valve. In this case, complaint was unable to be confirmed due to unavailability of the device/imagery/medical report. Based on the limited information provided, the root cause for the valve degeneration approximately 5 years 3 months post-valve implantation could not be determined but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Since no product non-conformances or deficiencies were identified, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified.